Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. Capsule buckle can occur due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly (misload). Delamination typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. Although a kink was observed, the event did not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been seen on device returns when the valve has been removed at the back table after event occurred. There was no other evidence of damage observed on the dcs. The report issue when the dcs was turned could not be confirmed. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolutr instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and properly identified the misload prior to introduction to the patient. However, the conclusive cause of the reported misload could not be determined. Updated data: h.6. Conclusion code additional data: h.6 method code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. A buckle was observed on the capsule, on the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. A kink was observed on the inner member at the proximal end of the inner member, near the spindle hub. A 29mm valve was loaded onto the dcs using a 26mm/29mm compression loading system (cls) after the successful loading of the valve onto the catheter there was evidence of a buckle on the capsule. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during valve load, the handle of the delivery catheter system (dcs) would not turn and a misload (bent strut) was noted via visual and tactile inspection. The valve was attempted to be loaded on a second dcs, but the same issue occurred. Subsequently, the valve was not used; a second valve loaded onto the second dcs as expected and was used for implant. There was no patient involvement in this product issue; no adverse patient effects were reported.

Manufacturer narrative:
Device code updated to include device difficult to setup or prepare. The device code was inadvertently left off of the initial medwatch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.